Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s atrial lead high, out of range impedance which resulted in a lead polarity switch. The lead also exhibited episodes of lead noise. On (B)(6) 2019 the patient¿s lead was removed and replaced. The patient was stable throughout.

Manufacturer narrative:
(B)(4). The reported events of high impedance and noise were not confirmed. Analysis was normal. No anomalies were found. The damage found was sustained during the surgical procedure. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found metal clipping in the connector region.